Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09332. The pt received the scs system on (B)(6) 2011. It has been reported the pt has lost stimulation. A full parameter diagnostic indicated invalid impedance values on several contacts. The physician suspects it is the extension causing inadequate pain coverage. A surgical intervention to resolve the issue is pending. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.